Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to the fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available an updated report will be submitted. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow-up report will be filed. Zimmer's ref number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported, that a winterthur hip was implanted on (B)(6) 2008 as a revision surgery due to pain. (Which is reported in the (B)(4).) Following this, the pt experienced more pain and underwent a revision surgery on (B)(4) 2008.